Event description:
It was reported that 5 texium needle-free syringes 30ml leaked liquid past the plunger during use. The following information was provided by the initial reporter: "liquid is leaking through the barrel plunger when used normally. We¿ve noticed it is only a certain batch."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-05-05. H6: investigation summary: fourteen (B)(4) samples from lot 92006901 were received for investigation; ten in sealed packages, and four with residual fluid in opened packages. A visual inspection of the returned samples did not identify signs of damage or manufacturing defects which could have contributed to the customer's experience. The samples received in opened packaging were subjected to functional testing by filling each syringe with fluid and applying pressure; no leakage was identified beyond the plunger from any of the samples throughout testing. Furthermore, a visual inspection was performed when emptying each sample; again, no signs of leakage or residual droplets were observed on the barrel of the syringe throughout testing. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 92006901 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. It was not possible to confirm the root cause of the reported leakage in this instance. Testing of the returned samples did not identify any product defects or quality deviations that could have contributed to the customer¿s experience. A review of the customer feedback database indicates that this is a rare occurrence with a very small number of similar reports against the (B)(4) set in the past 12 months. H3 other text : see h10.

Manufacturer narrative:
The reported lot # 92006901 was not found for the reported catalog # my8030-0006. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 5 texium needle-free syringes 30ml leaked liquid past the plunger during use. The following information was provided by the initial reporter: "liquid is leaking through the barrel plunger when used normally. We¿ve noticed it is only a certain batch."